Event description:
This notification was opened for review due to a patient of a ds2adv auto CPAP device reported burning odor with smoke. There was no allegation of patient harm/injury. The device was returned to manufacturer product investigation laboratory (pil) for evaluation. Pil performed an external and internal inspection of the device and observed iso port had white dust-like contamination in it, potential mineral deposits indicating possible water ingress and deformed from possible thermal events. Investigation also found dust-like contamination on heater plate, on the heater plate spring and on the bottom enclosure under the heater plate spring, in inlet/outlet seal, on the blower motor, at the air inlet of the blower box, in the blower box and in the bottom enclosure. Heater plate has potential mineral deposits on it. Additionally, pil observed possible thermal events across the back of the pca (printed circuit assembly), potential mineral deposits on top of pca (printed circuit assembly) which indicate possible water was on the pca, ui (user interface) panel discolored underneath from possible thermal event, potential mineral deposits on and inside the blower motor, inside the water tank which also indicate possible water ingress. The evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. Pil concludes that the source of contamination was most likely external to the device. Pil was able to confirm the complaint of (odor, intermittent operation, noise etc.) Intermittent power issue and showed the service required message possibly due to the multiple thermal events. The device was scrapped after evaluation completed.